Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical product: model: 6996sq41, lead; implanted: (B)(6) 2012; model: 4968-35, lead; implanted: (B)(6) 2011; model: 5076-58, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) high voltage leads display elevated impedance measurements on the high voltage coils. Follow-up was completed and no reprogramming has been completed at this time. The leads remain in use. No patient complications have been reported as a result of this event.